Event description:
A malfunction alarm labeled as malf 16 was reported, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer managed the situation using multiple daily injections and received a replacement pump from technical support.